Event description:
It was reported that sterilization staff noticed a slap hammer was broken after a case. The breakage was identified during post-procedure processing. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided. Upon product return it was identified that the spring was fractured.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.